Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, noise resulting in oversensing and low sensing threshold were noted on the right ventricular (rv) lead. It was suspected that the cause of the event was due to lead insulation damage. However, diagnostic imaging was conducted but the alleged cause could not be confirmed; nor was the alleged lead insulation damage visualized during the lead revision procedure. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.